Event description:
It was reported that the patient required additional medical treatment as a result a device problem. Details of the additional treatment nor specific device information is available on this date.